Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device locked up during firing and staples did not form properly; some were in c form. Tried to reload same device, and it did not work properly after new reload was inserted. There was no reported patient consequence. It is unknown how the case was completed.